Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of "meds es- failed drawer device not detected on bus" was confirmed by field service engineer (fse) and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that the half height cubie drawer failed and was missing from the medication application configuration. The fse replaced the half height cubie pyxibus module and drawer controller boards, as well as the cubie drawer retractor band. The drawer was tested and successfully recovered with no issues. During dchu visual inspection: pn 151622-01: the unit was received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. Pn 331392-01: the unit was received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. Pn 151630-01: the unit was received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. Pn 353844-01: the unit revealed copper strands showing signs of thermal damage. No fluid ingress, bends, cuts or other anomalies were observed during dchu testing: pn 151622-01: testing on esd surface with calibrated dmm (pcba dwr cntlr v1.10/v1, sn (B)(6)): normal resistance (>10002) on d501, q501, tp501, q601; no issues elsewhere. Pn 331392-01: testing on esd surface with calibrated dmm (pcba dwr cntlr v1.10/v1, sn (B)(6)): normal resistance (>10002) on d501, q501, tp501, q601; no issues elsewhere. Pn 151630-01: testing on an esd surface with a calibrated dmm: f201 resistance normal, no anomalies. Pn 353844-01: no further testing was performed since signs of thermal damage were observed on the copper strands of the returned assy retractor dwr hh cubie. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "meds es- failed drawer device not detected on bus" was due to crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 was not detected on the bus. User tried to reboot, but the issue was not resolved. The customer reported that there was a delay in patient care. As per part investigation, it was determined that the drawer not detected on bus was due to crossed continuity between adjacent copper strands in the retractor assembly, causing thermal damage and compromising drawer functionality. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 was not detected on the bus. A field service engineer (fse) diagnosed an issue where the half height cubie drawer failed and was missing from the medication application configuration. The fse replaced the half height cubie bus module and drawer controller boards, as well as the cubie drawer retractor band. The drawer was tested and successfully recovered. Fse completed preventative maintenance service on the med station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 was not detected on the bus. User tried to reboot, but the issue was not resolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.